Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the instrument history showed that the user facility purchased the device on (B)(6) 2014, and has never been returned to olympus for service. As part of our investigation in this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. The cause of the reported event cannot be determined at this time. The instruction manual contains warnings in an effort to prevent this type of event. ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and cannot be warranted by olympus in any manner. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.¿

Event description:
Olympus was informed that the patient culture tested positive for mycobacterium gordonae. The scope was reprocessed in a custom ultrasonic automated endoscope reprocessor (aer). The facility reported that device was being serviced by a third party service provider.

Manufacturer narrative:
This report corrects the information previously reported for the initial submission as there was no patient injury associated with the event. The facility reported that the olympus bronchoscope was not a contributing factor to the reported illnesses. There was no bacterial infection associated with the patient as originally reported. The facility reported no further investigation was conducted as the illnesses were classified as in tandem with seasonal variations and just related to the flu season. The patients did not receive any additional medical treatment as a result of the illnesses and were not classified as bacterial infections. The facility requests a retraction or an update to the previously reported information.